Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are cutting their bottom right-side gums and is causing bleeding. Provided tips for bleeding and warm salt water rinses and to file the area to smooth the edge.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.